Event description:
In 2008, my sister had a vagal nerve stimulator implanted for seizure control. She was in the intensive care unit of the hospital with uncontrollable seizures. She was then diagnosed as having a severe psychosis and placed in psychiatric hospital. Where she remains today. Pt was a registered nurse, was raising a beautiful girl and had a lovely home and now, all that is gone. Even though the device is turned off, she is still seizuring so horribly [witnessed by the doctors and nurses on staff] that we are fearing for her life. The doctor who did the implantation [dr] is willing to take it out but needs another dr's approval, and he seems to be taking his time for some reason. His logic is that since the device is turned off, it cannot hurt her. I can send you many articles I have found written by actual recipients of this device that state the device on several occasions turned itself back on nearly choking himself to death. This is insane. My sister has lost everything and there are many others just like her. In the study, every subject reported at least one adverse side effect, 50% reported serious adverse events including 12 suicide attempts. In the d-o2 study, there was one suicide and another country's study out of only a total people, there was a total serious adverse events and suicides. I am now finding out that my sister too had tried to kill herself. Pt loves god! She loves her child! She loves her family! She would never had done that if it were not for this device. What in god's name have you people done?